Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leads were connected to the device and measurements taken through the analyzer. The physician then requested lead measurements be taken through the device, but the lead impedance could not be obtained. That device was not used and the physician requested a new device to be implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. If information is provided in the future, a supplemental report will be issued.